Manufacturer narrative:
Additional information received. When was the issue discovered? While in use with a patient? Upon testing? Testing. Did the device give any alarms or fail to provide an alarm? No. Did the product issue cause or contribute to patient or clinical injury? No.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had "defective micro switch unable to recognize disposable". No adverse patient effects were reported.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found the enclosure dirty and missing all the rubber feet, water tank cover is cracked, reservoir is stained, drain fitting is rusted, pole clamp is dirty and line cord noted to be worn. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing by filling the tank with water and powering on. This confirmed the reported customer complaint due to a bad micro switch. The problem source however has been determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.